Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision was performed on (B)(6) 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and suggests that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head during the revision surgery.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Correction: the explant date has been corrected in this report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state these types of events can occur: "intraoperative or postoperative bone fracture and/or postoperative pain", "inadequate range of motion due to improper selection or positioning of components", and "elevated metal ion levels have been reported with metal on metal articulating surfaces". This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-06733 / 06734).